Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer thinks pump does not deliver insulin at times. The customer also experienced high blood glucose. Blood glucose value at the time of event was 30 mmol/l. The customer did not experience any symptoms of high blood glucose value. Auto mode feature was activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.